Event description:
A 42-yr-old female being treated for pneumonia. Pt removed o2 mask. O2 sats dropped to 41 percent. Pt being monitored by bedside monitor. Alarm volumes had been turned all the way down by operator. System alarmed, but not noticed by operator.